Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32793, 1627487-2020-47925, and 1627487-2020-47926. It was reported that the patient¿s system began auto reducing to zero. Diagnostic testing indicated high impedance on the implanted lead. As a result, the patient¿s lead was replaced, during surgery it was noted that both leads and both anchors were fractured. New leads and anchors were implanted and the issue resolved on (B)(6) 2020.